Event description:
It was reported that a patient presented with high capture thresholds noted on the right ventricular lead. The lead was capped and replaced on (B)(6) 2023. The patient was stable throughout.